Event description:
It was reported that the device had a potential performance issue because the battery longevity was less than four years to recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4076-52 lead, implanted: (B)(6) 2011; 5866-38m adaptor, implanted: (B)(6) 2011; 5071-35 x2 leads, implanted: (B)(6) 2011. (B)(4).